Event description:
Tube ruptured during procedure with laser, and fire resulted with injury to pt. Pt admitted to i.c.u., post-tracheostomy. The pt spent several weeks in the ICU and is still unable to swallow. The dr was performing a laryngeal papillomatosis removal using the shararplan laser. Risk manager currently has the product.